Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of false occlusion errors were not confirmed during product evaluation. However, the quality engineer has confirmed that a tight door gauge caused the reported problem. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of an occlusion error. This event may have been a false occlusion alarm. It is unknown when this condition occurred, however, it was known to have occurred in a nursing home. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.